Event description:
Inbound. Patient reports no disposable clamp tubing alarm on cadd legacy pump with remodulin reservoir volume 7, 7 ml, cadd flow stop cassette, lot 4034025, expiration 08/07/2025. Cassette changed with successful troubleshooting. No further details provided.